Manufacturer narrative:
B3: date of event: used the first day of the month of the aware date as the event date, as it was not provided.

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 20 mm synergy xd was advanced for treatment. During the procedure, the stent came off of the balloon while inside the guide catheter. There were no patient injuries reported.

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 20 mm synergy xd was advanced for treatment. During the procedure, the stent came off of the balloon while inside the guide catheter. There were no patient injuries reported.

Manufacturer narrative:
B3: date of event: used the first day of the month of the aware date as the event date, as it was not provided. Device evaluated by MFR: synergy xd mr us 2.50 x 20mm stent delivery system (sds), was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A break was identified on the polymer extrusion 6mm distal to the port exchange where the outer polymer extrusion was also cut. The distal part of the delivery system was not returned. No issues identified with the hypotube shaft. No other device issues were identified during returned product analysis.